Event description:
It was reported that the physician suspected that the implantable pulse generator (ipg) pocket was not healing properly, and the patient might develop an infection. The patient underwent an ipg explant procedure. The explanted ipg will not be returned as it was discarded by the medical facility.